Manufacturer narrative:
UDI-pi is unavailable as no lot number was provided for the reported incident. A picture of the alleged device was provided for analysis. The subject photo provided showed a tube with tear due to the clogged according to the customer comments. This seems to be a user-related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. The root cause was related to user: inappropriate use. All information reasonably known as of 23 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2024-00079 for the first report. It was reported, crack found on nasogastric tube. Per additional information received on 22-apr-2024, the patient was intubated and did not experience any direct obvious aspiration in conjunction with the event. Medical interventions included replacement the feeding tube. The feeding tube noted to have high resistance with flushing and subsequently blocked. Warmed cranberry juice and declogging agents used per nursing protocols. Subsequently, fluid noted to be draining from the mouth when tube was flushed. The crack was noted when the tube was being removed for replacement. The tube was in place for about a week prior to the incident.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 14 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : if other, specify device not returned.